Event description:
"At the change of shift, it was noted that heparin drip was running at 1.5ml/hr and was not programmed for heparin. The rate was changed to 15ml/hr and programmed for heparin. After estimating how long the rate was in error, a bolus of heparin was given and coagulation labs drawn one hour after bolus. No adverse outcome to the pt. The nurse who programmed the machine inadvertently hit the decimal point while programming the rate." Upon further query the following info was provided: the physician ordered the pt to receive heparin, 25000u/250ml, at a rate of 1500u/hr with a partial thromboplastin time (ptt) target goal of 50-60 seconds. At approximately 1015, line a of the device was programmed in the ml/hr mode to delivery heparin at a rate of 1.5ml/hr instead of the intended rate of 15ml/hr and the delivery was started. No further programming parameters were provided. At 1615, during a routine pt check, the nurse noted that the device had been programmed incorrectly. The physician was notifed and a 3000 unit ivp bolus dose of heparin was given to the pt. The device was reporgrammed in the dose calculation mode to delivery heparin with a concentration of 25000u/250ml, a dose of 1500u/hr, an unspecified volume to be infused, at a rate of 15ml/hr and the therapy was resumed. There were no reported adverse pt effects. Though requested, no add'l info was provided.